Event description:
It was reported that during a percutaneous coronary intervention a stent dislodgement occurred. The 65% stenosed progressive lesion was located in the mildly tortuous and moderately calcified bifurcation of the left anterior descending (lad) and 1st diagonal (dx). The physician attempted to deliver the 2.25x8mm promus element through a previously placed stent in the lad. The physician encountered resistance crossing and the stent dislodged from the balloon in the implanted stent in the lad. The physician attempted to snare dislodged stent, but was not successful; he was able to secure the stent in the lad with a second promus element. Treatment to the dx was completed with a non-bsc device. No additional patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).